Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the high impedance issue was not determined. The representative planned to select different programming which didn't include the poles with the high impedance; reprogramming was scheduled for (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient saw an "out of regulation" message at more than 0.4 ma, which was insufficient. The patient already contacted the clinic and had an appointment for 2024-sep-12, but asked if the process could be sped up. Additional information was received from the manufacturer representative (rep) reporting that oor first occurred during the initial programming on (B)(6) 2024, then programming was changed. Cause of oor was patient needs a high amplitude and has a 4 pole electrode. Impedances were 6,489 ohms with electrode 1 and 6,984 with electrode 3. New reprogramming was done in september and will be done in november. Issue was not resolved.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that reprogramming resolved the out of regulation issue. The cause was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.